Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2026. This report summarizes 73 events for the failure: overheating of device. 3 events had problem identified before clinical use/exposure; there was no patient involvement. 63 events had problem identified during non-clinical procedure; there was no patient involvement. 7 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 73 events were reported for this quarter. Product return status: 65 devices were evaluated based on historical data analysis. 8 devices were received. Evaluation findings (results/components): 65 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. 1 device: wear problem, overheating problem identified / bearings. 3 devices: no device problem found / part/component/sub-assembly term not applicable. 3 devices: degradation problem identified, overheating problem identified / part/component/sub-assembly term not applicable. 1 device: degradation problem identified, overheating problem identified / bearings. Product disposition: 49 devices: scrapped by stryker. 24 devices: product not received. Additional information: 73 devices were not labeled for single-use. 73 devices were not reprocessed or reused.